Event description:
The home pt contacted baxter customer svc ctr to report abdominal discomfort during fill 1 of 181. The svc rep placed the home pt into a manual drain (drain volume = 277 ml) and advised him to end dialysis therapy. Per the customer svc report, there was no pt injury or medical intervention associated with this incident.